Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 25.9-26.2cm from the connector pin, consistent with lead friction to another device or patient anatomy. The outer coil was exposed at this location.

Event description:
This report is to advise of an event observed during analysis.